Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed during a review of the event history log. No component could be identified for causality.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during clinical use (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.